Event description:
It was reported that the programmer would not power on, despite changing out the power cord and trying a different power outlet. It was further reported that the fans also did not turn on. The programmer was returned for service. It was also indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply was out of specification, due to this condition the programmer was unable to power up.